Event description:
As reported by the user facility: catheter tip retained in pt. Nurse experienced resistance during removal. Anesthesiologist removed, did meet resistance, blue tip not on end of catheter when removed. Add'l info provided by the facility indicated the catheter was used for a pt in labor. The nurse tried to remove the catheter first and met resistance. The dr removed the catheter and also felt resistance. The blue tip was missing when the catheter was removed. The tip of the catheter remains in the pt. The pt has suffered no adverse sequela associated with the reported incident. The sample was discarded and is not available for eval. The packaging with the lot number was not saved. The facility reported the lot number of their current inventory. However, it is unk if this is the lot number involved in the incident.

Manufacturer narrative:
The actual catheter in the reported incident was discarded and was not made available to the MFR to be evaluated. Based on the event description and the add'l info provided by the facility, it is possible that this incident was due to the catheter becoming lodged between two rigid body structures and stretched beyond its intended design capabilities. However, without the sample for eval, no specific conclusions can be drawn. There are no other reports of this nature against the reported possible lot number. All available info has been forwarded to the actual MFR for further eval. If any pertinent info becomes available from the facility or the actual MFR, a f/u report will be filed. -